Event description:
It was reported an infusion of mycophenolate (1500 mg in 255 ml ) was programmed to run at the prescribed of 127.5 ml/hour over 2 hours. Twenty minutes following infusion start clinician noticed the infusion appeared to be dripping faster than 128ml/hr and the bag was almost empty. The infusion was stopped, vital signs were taken, labs drawn and care team notified. No further medical interventions were reported. There was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an infusion of mycophenolate (1500 mg in 255 ml ) was programmed to to run at the prescribed of 127.5 ml/hour over 2 hours. Twenty minutes following infusion start clinician noticed the infusion appeared to be dripping faster than 128ml/hr and the bag was almost empty. The infusion was stopped, vital signs were taken, labs drawn and care team notified . No further medical interventions were reported. There was no harm to the patient.

Manufacturer narrative:
Additional information: imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.